Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Event description:
It was reported by remote transmission the patient presented to the emergency department with complaints of audible alerts toning and twitching at the device site. The right ventricular (rv) lead showed a measurement of high impedance. The lead remains in use. No patient complications were reported as a result of this event.

Event description:
It was further noted the pace/sense portion of the lead was capped and a new lead was implanted. A fracture was suspected in the pace/sense portion of the lead. The high voltage portion of the lead remains in use.